Manufacturer narrative:
D9 - date returned to mfg : 8/27/2025. Three 3 device was returned for analysis. Functional and visual tests were done, no issues were identified during the manufacturing of the provided lots. The cracked lock nut was confirmed. It has been confirmed that this customer is attaching catheters to the tubing assemblies. The locknut cracking occurred after end-user use. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the trifuse (B)(6) and quadfuse (B)(6) had cracked at the spin collar upon connection to their central line in the picu. The most probable root cause for the male luer cracking was the alcohol which caused the luers to become brittle and cracked. Here was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
B3: the event date was in between (B)(6) 2025 to (B)(6) 2025. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.